Event description:
It was reported that patient underwent acl procedure utilizing a femoral aimer tip on (B) (6) 2009. During the procedure, the tip fractured and fell into the patient. The surgeon was able to retrieve the tip from the patient, however, a thirty-five minute delay occurred as a result.

Manufacturer narrative:
Evaluation in process, but not yet completed. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent acl procedure utilizing a femoral aimer tip on (B) (6) 2009. During the procedure, the tip fractured and fell into the patient. The surgeon was able to retrieve the tip from the patient; however, a thirty-five minute delay occurred as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that it appeared to have fractured, due to bending overload.